Event description:
Reporter indicated that a site's hp handheld computer was not working properly. It was reported that when attempting interrogation, it appeared that interrogation was about to finish, but then would not complete successfully. It was reported that when the site used another handheld computer, interrogation was completed successfully. Therefore the site determined that the handheld computer was the likely cause of the event.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.